Event description:
Pt received morphine overdose (ms) due to pump malfunction. Pump programmed to a rate of 5.0 ml/hr. After checking on pt in 2 hrs, rn noticed that 80ml ms delivered. Two rn's confirmed that program settings were correct but drip chamber showed higher flow rate. Pt was evaluated and pump was exchanged and isolated to be sent to biomedical engineering for inspection.